Event description:
It was reported that during a laparoscopic colon procedure, applying the stapling technique using the blue pin to perforate. However this blue plastic pin has been broken and was situated in the head of the instrument. The surgeon had to perform another recoupe with additional material. Another device was used to complete the procedure. There were no adverse consequences for the patient. Additional information requested and received on 1/27/2010: the ancillary trocar was removed after perforating the tissue and in the second time when they were closing the circular stapler, they noticed there was something wrong because they could not close it. So at that time they noticed that a part of the ancillary trocar was broken and was in the circular stapler (anvil). They had to re anastomose with no consequence for the patient because the bowel was long enough.

Manufacturer narrative:
(B)(4). Damaged ancillary trocar. The analysis results found that the device arrived with the anvil pins bent, otherwise in good visual condition. No functional test could be performed with the original anvil due to the returned condition. The device was loaded with staples, a new washer was installed, and the device was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident; however two staples were missing from the staple line. It should be noted that if torque or excess force is applied to the ancillary trocar, it may cause the trocar to break. It should be noted that to detach the ancillary trocar it should be rotated 45 degrees in the anvil shaft so that the finger notches are perpendicular to the locking springs (unlocked position). Utilizing the finger notches, pull the ancillary trocar out of the anvil shaft. Please reference the instructions for use for additional information. A batch record review was performed and no anomalies were found during the manufacturing process.